Event description:
Hi, well I was lifting heavy stuff. I am a carpenter and had a "high hernia around navel in 2007 and after the surgery I haven't been the same ever. I have severe abdominal pain and have had every test in the world by all kinds of doctors and they say they can't find anything wrong, but it just keeps getting worse. I am nauseated all the time and bloated after eating and pain gets worse, my stomach hurts so bad and doctors won't admit that it could be from the mesh in me which I know that is what it is. I haven't been the same since I had it done.